Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. In addition, the customer stated that his meter was reading higher than his normal fasting range of 120 - 140 mg/dl. The customer is concerned with blood test results from results obtained of 163, 161 and 151 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/14/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all the readings, and all reading are fasting. Times and dates are subjective to the customer's records.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. In addition, the customer stated that his meter was reading higher than his normal fasting range of 120 - 140 mg/dl. The customer is concerned with blood test results from results obtained of 163, 161 and 151 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/14/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all the readings, and all reading are fasting. Times and dates are subjective to the customers records